Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 41 mg/dl; cause was not known. Reportedly, the bg had increased to 81 mg/dl. Customer declined troubleshooting from tandem technical support. No additional information was provided.